Event description:
Tsr has a bed that the ppm will not alarm when a pt exits the bed. The bed as part of the pm. Tsr did not know if there was a pt in the bed and there were no alleged injuries. Replaced bed exit tape switches-bed fixed.